Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and ovarian cyst ruptured ('ovarian cyst ruptured during removal') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, depression, anxiety and panic disorder. Positive for a pressure in her head, mostly on the left side --- she states it isn't really a pain, but more of a heavy, funny feeling, also feels off-balance and some vertigo,. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included overweight, back pain, flushing, amnesia, numbness in face, vertigo, paranasal sinus discomfort and paresthesia. Concomitant products included clonazepam (klonopin) from (B)(6) 2012 to (B)(6) 2014, clonazepam since 2014, fluoxetine since 2014, furosemide (lasix) since 2013 and nortriptyline from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2014, the patient experienced pelvic pain ("pelvic area"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)\irregular bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti's"), panic disorder ("psychological or psychiatric problems condition: severe panic disorder"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). On 1(B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), complication of device insertion ("unable to insert essure coil into left fallopian tube after several attempts"), pelvic discomfort ("pelvic discomfort"), abdominal discomfort ("abdominal discomfort") and scar ("excessive scar tissue"). The patient was treated with surgery (bilateral salpingectomy and ovarian cyst removed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ovarian cyst ruptured, complication of device insertion, vaginal haemorrhage, menorrhagia, urinary tract infection, panic disorder, anxiety, depression, dizziness, dysmenorrhoea, fatigue, weight increased, alopecia, pelvic discomfort, abdominal discomfort and scar outcome was unknown, the pelvic pain, abdominal pain and migraine was resolving and the dyspareunia had resolved. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, complication of device insertion, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, ovarian cyst ruptured, panic disorder, pelvic discomfort, pelvic pain, scar, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Approximate weight at the time of essure placement: 135 lbs, date(s) of insertion: (B)(6) 2014 (per pfs; discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Electroencephalogram - on (B)(6) 2016: impression this is a mildly abnormal sleep deprived electroencephalogram in the awake and drowsy states, due to the presence of beta range frequencies in the background rhythm.. Hysterosalpingogram - on (B)(6) 2014: results of essure: confirmation test: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2011: findings: the essure device are located within the fallopian tube bilaterally. The essure devices are in good position with bilateral complete cornual tubal occlusions impression: essure devices in good position with bilateral complete cornual tubal occlusions. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: urinary tract infection, headache, migraine, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and ovarian cyst ruptured ('ovarian cyst ruptured during removal') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, depression, anxiety, panic disorder, menses irregular, lactose intolerance, hypothyroidism, hemorrhagic cyst and ovarian cyst. Positive for a pressure in her head, mostly on the left side she states it isn't really a pain, but more of a heavy, funny feeling, also feels off-balance and some vertigo,. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included overweight, back pain, flushing, amnesia, numbness in face, vertigo, paranasal sinus discomfort and paresthesia. Concomitant products included clonazepam (klonopin) from (B)(6) 2012 to (B)(6) 2014, clonazepam since 2014, fluoxetine since 2014, furosemide (lasix) since 2013 and nortriptyline from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic area"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)\irregular bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti's"), panic disorder ("psychological or psychiatric problems condition: severe panic disorder"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In(B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), complication of device insertion ("unable to insert essure coil into left fallopian tube after several attempts"), pelvic discomfort ("pelvic discomfort"), abdominal discomfort ("abdominal discomfort") and scar ("excessive scar tissue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy removal essure coils, left ovarian cystectomy, lysis of adhesio and ovarian cyst removed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic inflammatory disease, ovarian cyst ruptured, complication of device insertion, vaginal haemorrhage, menorrhagia, urinary tract infection, panic disorder, anxiety, depression, dizziness, dysmenorrhoea, fatigue, weight increased, alopecia, pelvic discomfort, abdominal discomfort and scar outcome was unknown, the pelvic pain, abdominal pain and migraine was resolving and the dyspareunia had resolved. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, complication of device insertion, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, ovarian cyst ruptured, panic disorder, pelvic discomfort, pelvic inflammatory disease, pelvic pain, scar, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Approximate weight at the time of essure placement: 135 lbs, date(s) of insertion: (B)(6) 2014 and (B)(6) 2014(per pfs; discrepancy noted) procedure had to be done twice as one tube was spastic and coil could not be placed the same day diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Electroencephalogram - on (B)(6) 2016: impression this is a mildly abnormal sleep deprived electroencephalogram in the awake and drowsy states, due to the presence of beta range frequencies in the background rhythm.. Hysterosalpingogram - on (B)(6) 2014: results of essure: confirmation test: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2011: findings: the essure device are located within the fallopian tube bilaterally. The essure devices are in good position with bilateral complete cornual tubal occlusions impression: essure devices in good position with bilateral complete cornual tubal occlusions. Concerning the injuries reported in this case, the following one ones was/were described confirmed in patient¿s medical records: urinary tract infection, headache, migraine. Concerning the injuries reported in this case, the following one described patient¿s medical records: pid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Event per mr: pid (acute pelvic inflammatory disease) was added. Patient's medical history was added. Essure removal procedure was updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and ovarian cyst ruptured ('ovarian cyst ruptured during removal') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, depression, anxiety and panic disorder. Positive for a pressure in her head, mostly on the left side. She states it isn't really a pain, but more of a heavy, funny feeling, also feels off-balance and some vertigo,. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included overweight, back pain, flushing, amnesia, numbness in face, vertigo, paranasal sinus discomfort and paresthesia. Concomitant products included clonazepam (klonopin) from (B)(6) 2012 to (B)(6) 2014, clonazepam since 2014, fluoxetine since 2014, furosemide (lasix) since 2013 and nortriptyline from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic area"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)\irregular bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti's"), panic disorder ("psychological or psychiatric problems condition: severe panic disorder"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue") and alopecia ("hair loss"). In august 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant), complication of device insertion ("unable to insert essure coil into left fallopian tube after several attempts"), pelvic discomfort ("pelvic discomfort"), abdominal discomfort ("abdominal discomfort") and scar ("excessive scar tissue"). The patient was treated with surgery (bilateral salpingectomy and ovarian cyst removed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ovarian cyst ruptured, complication of device insertion, vaginal haemorrhage, menorrhagia, urinary tract infection, panic disorder, anxiety, depression, dizziness, dysmenorrhoea, fatigue, weight increased, alopecia, pelvic discomfort, abdominal discomfort and scar outcome was unknown, the pelvic pain, abdominal pain and migraine was resolving and the dyspareunia had resolved. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, complication of device insertion, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, ovarian cyst ruptured, panic disorder, pelvic discomfort, pelvic pain, scar, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs, date(s) of insertion: (B)(6) 2014 and (B)(6) 2014 (per pfs; discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Electroencephalogram - on (B)(6) 2016: impression this is a mildly abnormal sleep deprived electroencephalogram in the awake and drowsy states, due to the presence of beta range frequencies in the background rhythm. Hysterosalpingogram - on (B)(6) 2014: results of essure: confirmation test: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2011: findings: the essure device are located within the fallopian tube bilaterally. The essure devices are in good position with bilateral complete cornual tubal occlusions impression: essure devices in good position with bilateral complete cornual tubal occlusions. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: urinary tract infection, headache, migraine, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs and mr received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: several uti's, psychological or psychiatric problems condition: severe panic disorder, anxiety and depression, migraines / headaches, neurological conditions or problems type: dizziness, device breakage,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one:weight gain, hair loss, pelvic pain, abdominal pain, pelvic discomfort, abdominal discomfort, genital bleeding, ovarian cyst ruptured, excessive scar tissue, device difficult to use were added. New reporters, plaintiffs information added. Concomitant condition drugs and historical conditions, drugs added. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and ovarian cyst ruptured ('ovarian cyst ruptured during removal') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, depression, anxiety, panic disorder, menses irregular, lactose intolerance, hypothyroidism, hemorrhagic cyst and ovarian cyst. Positive for a pressure in her head, mostly on the left side --- she states it isn't really a pain, but more of a heavy, funny feeling, also feels off-balance and some vertigo,. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included overweight, back pain, flushing, amnesia, numbness in face, vertigo, paranasal sinus discomfort and paresthesia. Concomitant products included clonazepam (klonopin) from (B)(6) 2012 to (B)(6) 2014, clonazepam since 2014, fluoxetine since 2014, furosemide (lasix) since 2013 and nortriptyline from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic area/pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)\irregular bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several uti's"), panic disorder ("psychological or psychiatric problems condition: severe panic disorder"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dizziness ("neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), complication of device insertion ("unable to insert essure coil into left fallopian tube after several attempts"), pelvic discomfort ("pelvic discomfort"), abdominal discomfort ("abdominal discomfort"), scar ("excessive scar tissue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy removal essure coils, left ovarian cystectomy, lysis of adhesio and ovarian cyst removed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic inflammatory disease, ovarian cyst ruptured, complication of device insertion, vaginal haemorrhage, urinary tract infection, panic disorder, anxiety, depression, dizziness, fatigue, weight increased, alopecia, pelvic discomfort, abdominal discomfort and scar outcome was unknown, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract disorder had resolved and the migraine was resolving. The reporter considered abdominal discomfort, abdominal pain, alopecia, anxiety, bladder disorder, complication of device insertion, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, ovarian cyst ruptured, panic disorder, pelvic discomfort, pelvic inflammatory disease, pelvic pain, scar, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Approximate weight at the time of essure placement: 135 lbs, date(s) of insertion: (B)(6) 2014 (per pfs; discrepancy noted) procedure had to be done twice as one tube was spastic and coil could not be placed the same day she received treatment for: dysmenorrhea (cramping), pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), breakage and dizziness. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Electroencephalogram - on (B)(6) 2016: impression this is a mildly abnormal sleep deprived electroencephalogram in the awake and drowsy states, due to the presence of beta range frequencies in the background rhythm.. Hysterosalpingogram - on (B)(6) 2014: results of essure: confirmation test: total bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2011: findings: the essure device are located within the fallopian tube bilaterally. The essure devices are in good position with bilateral complete cornual tubal occlusions impression: essure devices in good position with bilateral complete cornual tubal occlusions. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: urinary tract infection, headache, migraine. Concerning the injuries reported in this case, the following one described patient¿s medical records: pid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events added: bladder problems and urinary problems. Event outcome updated for: dysmenorrhea (cramping), pelvic area/pelvic pain, abdominal pain and abnormal bleeding (menorrhagia). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.